Manufacturer narrative:
The reported reader (B)(6) was returned. Visual inspection has been performed on the returned reader and no issues were observed. Control solution testing was performed and all results were within specification. No error message was observed. Therefore, issue in not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer received an errc-14 message on their meter and was unable to obtain readings. As a result, the customer experienced feeling sick, vomiting, fever, and shaking and had contact with a healthcare professional who administered insulin (type/dose unknown), vitamin b1, and valiums for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. A customer received an errc-14 message on their meter and was unable to obtain readings. As a result, the customer experienced feeling sick, vomiting, fever, and shaking and had contact with a healthcare professional who administered insulin (type/dose unknown), vitamin b1, and valiums for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.